Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that all labels were still intact, and no external damage was noted. A review of the event history log confirmed multiple occurrences of "no disposable" alarms followed by repeated off/on prompts, which is potentially related to the reported event. Functional testing of the device was performed which was unable to replicate the reported event. As a preventive maintenance, the downstream sensor was replaced, and the upstream sensor was re-calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that, during the use of the device, a "no disposable, clamp tubing" alarm sounded. The pump was restarted several times, but the alarm persisted. No patient injury was reported.